Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Visual examination of returned device found that the weld that holds the cap on to the pin appeared to be over polished during manufacturing. The weld on the remaining pin was visibly thin and a similar condition could have contributed to the failure of the first pin.this report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2011. After using the broach handle to impact the femoral stem, the surgeon noticed that the pin cap had fallen off of the device. An interoperative radiograph was taken and determined that the pin cap had been retained inside the patient's body. The pin cap was removed with no injury to the patient or delay to the procedure.